Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer device was previously returned to pentax medical from a customer on 19-aug-2019 and inspection of the unit was performed on (B)(6) 2019 where the quality control inspector found the following: distal cap - fixed type failed seal integrity inspection, operation channel- primary slice by accessory, shadow at corner of image, forward body trim collar cracked, forward body trim collar attaching nut worn/ loose thread, air/ water socket cylinder o-ring chipped, middle lcb distal cover glass glue is missing, passed wet leak test, lightguide prong cover glass set loose, prism cracked, passed dry leak test, distal cap - fixed type distal tip upgrade, hole in # 2 remote control button cover, fluid invasion not observed in pve connector, fluid invasion not observed in control body, operation channel twisted in bending section. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user upon completion. The duodenoscope was repaired including the following components and is pending final qc approval as of 30-sep 2019: o-rings and seals, air/water tube, deflector operating wire, deflector staycoil, objective prism assy, operation channel, fwd body trim collar, fwd body trim cover attaching nut, remote control button, deflector body link, distal case/cap.